Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead was exhibiting episodes of over-sensing and failure to capture. An emergency outpatient visit took place on (B)(6) 2020 and echocardiography, x-ray, and computed tomography revealed that the patient's lead had caused cardiac perforation. A thoracotomy was performed and the patient's full implantable cardioverter defibrillator system was explanted. The patient was unstable.